Event description:
Related manufacturer reference numbers: 2017865-2023-42436. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited elevated capture threshold. Programming changes were made initially. During lv lead revision, it was found that the implantable cardioverter defibrillator (ICD) lv port setscrew was difficult to engage with the torque wrench. Both lv lead and the ICD were explanted and replaced. Patient condition was stable.